Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the abdomen and infusion set was in use for less than one day. Patient also experienced high blood glucose level and it was addressed by correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.